Event description:
It was reported that the ipg was explanted and replaced on (B)(6), 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per event description, the patient reported stopping use of their stimulator approximately 3 years ago. Per document 56-0258, no product evaluation form was initiated. According to the review of protégé IFU art100119757, rev c.2, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient did not charge the ipg for approximately 3 years due to recharge and lifestyle burden. The ipg is inoperable. As a result, surgical intervention may occur to address the issue.